Event description:
Patient reports that during last infusion on (B)(6) 2025, new pump she was sent on (B)(6) 2025 would not work and kept showing "error 3". (Serial number: (B)(6)) patient reports home health nurse replaced the batteries, and the error kept coming up. Patient was able to get complete infusion using old curlin pump they still had on hand. Patient denies any furtherconcerns with last infusion. No missed dose or adverse event reported. Pharmacy is replacing defective device. Unknown if device is on hand for return to manufacturer. No further information, details or dates provided. Unknown if md is aware.